Manufacturer narrative:
(B)(4). Unit received with blank display due to cracked lcd glass.

Event description:
The customer's mother reported via phone call that the insulin pump's screen was cracked. The customer¿s blood glucose level was unknown. Customer states the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.